Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface, depuy cement was used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a2, b5, d4, d11, h6 patient code: no code available (3191) used to capture the medical device removal. Corrected: a1.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on 05 november 2019. On (B)(6) 2017, the patient underwent a right knee revision due to loosening, instability, and pain. The surgeon reported gross varus valgus instability. He noted the tibial component was grossly loose at the implant to cement interface. Neither the femoral nor the patellar components were revised. The patient was implanted with depuy knee system and one depuy bone cement. There were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2017. (Rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface, depuy cement was used. Doi: (B)(6) 2016; dor: (B)(6) 2017 right knee. 05/14/2018 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the patient was revised to address pain and instability. There was no new information that would affect the previous investigation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.